Event description:
It was reported that the patient experienced pain at the ipg site and inadequate pain relief. All device components were explanted and were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 20475807/20823596.